Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm was noted. The insulin pump was receivedw ith minor scratches on the display window, cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a crack on the top of the battery compartment. Customer stated that he cannot get his pump to start working. Customer stated that the pump gave him a battery out limit alarm. Customer stated that the batteries were not out of the pump greater than the duration allowed by the pump. Customer confirmed that the battery had been in the pump the whole time. Customer stated that he does not know how the crack occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.